Event description:
It was reported that during retrieval of an ivc filter, imaging demonstrated that the filter migrated caudally approximately 2-3cm and tilted approximately 70 degrees, with the apex of the filter against the ostium of the renal vein. Reportedly, the filter was implanted in a suprarenal location. Recovery cones were advanced from forth femoral and jugular accesses, and the ivc filter was removed from the pt without incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.